Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: the self expanding stent system (sess) was returned with blood in the guide wire lumen, on the stent implant, the shaft and handle which is consistent with a product used in a procedure. The handle slider was locked in distal position and the stent implant was stationary on the shaft between the markers consistent with a stent that had not been deployed. There was no damage noted to the entire sess and no damage noted to the tip. Engineering was unable to confirm the reported tip separation. No manufacturing quality deficiencies observed. It was also reported that the sess was unable to cross the lesion and position itself to overlap the first stent due to catching on the struts of the previous placed stent. The inability to cross the lesion and position the sess overlapping the first deployed stent can be affected by numerous factors including, but not limited to, oversized outer stent dimension, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The returned sess outer dimension over the stent were measured which met the manufacturing criteria. A review of the finished product's lot history record (lhr) did not reveal any non-conforming material record (ncmr) associated with this lot. A query of the complaint data base showed no similar incidents for this part number lot number combination. The incident did report that the anatomy was heavily calcified and that prior to the third attempt to successfully cross the lesion, that the lesion had been pre-dilatated and the physician used a shorter length stent suggesting the failure to cross is related to the case circumstances. No manufacturing quality deficiencies observed. Also reported from the physician was that the patient experienced a tia when the sess was unable to cross. Per the rx acculink. Information for use (IFU), tia is a known potential adverse events associated with the use of the device. Product performance engineering will monitor the incident circumstances. During production all sess dimensions over the stent are 100% measured.

Event description:
Device issue: difficult to position, tip separation. Time of device issue: during the procedure. Adverse event: tia. Onset of adverse event: during and after the procedure. It was reported via a trial that on (b(6) 2010, the acculink stent was deployed in the heavily calcified right internal carotid artery, partially extending into the common carotid artery. After post-dilatation of the acculink with a non-abbott balloon, the patient experienced bradycardia and was given atropine. The patient's bradycardia quickly resolved. The patient had a long target lesion requiring a second stent. The 6x40 acculink stent was inserted, but was unable to overlap the first acculink stent. The second acculink was catching on the stent struts of the implanted first acculink. The acculink was removed and the lesion was dilated with a non-abbott balloon. After the second failed attempt to cross the lesion, the acculink stent delivery system was removed from the patient and was found to have partially separated at the tip. Another acculink was inserted and implanted successfully overlapping the first acculink stent. The second implanted acculink was postdilated with a non-abbott balloon. After postdilatation, the patient experienced hypotension and was unable to squeeze with his left hand and diagnosed with a transient ischemic attack that was treated with nitroglycerin, heparin and tpa. The neurological symptoms lasted approximately five minutes and was secondary to angioplasty of the target lesion. Later that evening, the patient experienced tingling in his left hand that resolved without treatment. CT scan of the head was done and found chronic issues, but no new infarct. The hypotension was treated with a neosynephrine drip for one day. The physician specifically stated that the tia was a result most likely secondary to the angioplasty of the lesion to cross the lesion with the device. Further,the angiogram showed no evidence of particles in the filer. There was no adverse patient sequela and the patient was discharged on (B)(6) 2010 with a stable blood pressure. No additional information was provided.